Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: unknown batch#: unknown. Verbatim: the customer is concerned about coring issue while using the bd blunt fill needle. The customer isn't sure if the issue is because of a user error or product issue.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up. It was reported there is a concern about coring issues while using the blunt fill needle. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows four packaging blister top webs, and the second photo shows a vial and a needle with the plastic shield assembled to a syringe. It was not possible to observe any defects or imperfections with the needle. A device history record review was completed for provided material number 305180, lot 4178014. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.